Manufacturer narrative:
Several short cine runs for this case were submitted to edwards for review; echo was not provided. The imaging was reviewed by edwards's medical staff. Observations/impression: observations: · severe aortic valve calcification, severe aortic root calcification, no porcelain aorta, no mac · during bav, a large mass of calcium was noted on the lateral aspect impeding full inflation of the bav balloon · cine suggests the presence of sinus of valsalva (sov) obliteration, although echo confirmation is not available impressions: valve over-sizing in the presence of bulky calcification and possible obliterated sov represent the triad of findings associated with annular rupture. Per the sapien valve instructions for use (IFU) and device training guide, complications associated with the use of the bioprosthesis and the transcatheter aortic valve replacement (tavr) procedure, include, but is not limited to cardiovascular injury including perforation or dissection of vessels. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Risk factors for acute aortic rupture/ dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. In addition, according to (B)(4), while the sapien heart valve relies on native valve calcium to securely anchor to the annulus, despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, as noted in the imaging review results, a combination of patient (severely calcified cardiac anatomy, sinus of valsalva obliteration) and procedural factors (valve oversizing) appear to have caused or contributed to these events. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
An international report was received from (B)(6) indicating there was a coronary artery occlusion and an aortic dissection during the transcatheter aortic valve replacement (tavr) procedure. The patient in this case expired. Per report, after balloon valvuloplasty (bav) the patient became hemodynamically unstable. The physician continued with the procedure and deployed the sapien xt valve. After valve deployment the patient remained hypotensive and it was noted that an aortic dissection had occurred which then occluded the left main. A stent was implanted at the dissection but due to the aortic rupture the patient expired. It is the physician's opinion that during the bav the pigtail catheter was positioned on the non-coronary cusp and that was the reason for the aortic rupture. This patient's aorta was moderately calcified and there was moderate aortic calcification next to the non-coronary cusp.

Manufacturer narrative:
Investigation of this event is ongoing.